Manufacturer narrative:
Correction: event is not resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca and two resolute onyx des were implanted in the 1st obtuse marginal. On the same day post index procedure, patient suffered from myocardial enzyme elevation. Cec adjudicated the event as target vessel mi of the rca and 1st obtuse marginal. Investigator and safety assessed that the event was not related to index device or antiplatelets medication. Patient recovered.